Event description:
An endurant ii stent graft system was inserted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. It was reported that a follow-up CT showed the aneurysm was 72mm in diameter which was attributed to a type ib endoleak. The cause of the type ib endoleak could not be determined, however; the following possibilities were considered. First, a remaining type ii endoleak caused the aneurysm to develop longitudinally. Second, the patient's anatomy-blood vessel diameter in the left common iliac artery in the initial evar was 20 mm (the diameter was large) and third, the extension of endurant limb was insufficient. An endurant iliac extension was implanted from the internal iliac artery in the left leg through near the flow divider of the external iliac artery. The physician confirmed that type ib resolved and completed the procedure. No additional clinical sequelae were reported and the patient is fine.